Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. In addition, during initial implantation surgery a full insertion was not achieved, there are 3 channels out of cochlea. A date for explantation has not been made available so far.

Event description:
The child had an impact to the head after falling off the couch. The patient had good access to sound before the accident. Re-implantation is likely but has not yet been confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child had an impact to the head after falling off the couch. Re-implantation is likely but has not yet been confirmed.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally the reported accident might have weakened the fixation of the electrode which led to electrode mobility. As per information received on the implant registration card, 3 channels were extra cochlea since initial implantation. This is a final report.

Event description:
The child had an impact to the head after falling off the couch. The patient had good access to sound before the accident. The patient was re-implanted.